Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a laparoscopic appendectomy, the patient required additional procedure (at another facility on the mainland) due to complication from the laparoscopic appendectomy. It was found that one of the fired staples, was found left open (without the tips curled around tissue). The raw tip of the staple had gotten caught on the terminal ileum and caused an obstruction. The staple line was inspected at the time of the procedure and it was fine with no bleeding. No other adverse events reported.